Event description:
It was reported that a patient presented in clinic for a device generator change. During the procedure, the pacemaker (pm) set screw was difficult to remove from the pm header. Multiple attempts were made until successfully removing set screw. Patient was stable and asymptomatic.

Manufacturer narrative:
The reported inability to loosen the v-setscrew was confirmed in the laboratory. Visual inspection identified the user of the torque wrench stripped the setscrew inset. When the inset is stripped there is nothing for the wrench to engage on to untighten the setscrew. No anomalies were found with the setscrew or the device. The stripping of the inset was caused by the incorrect use of the wrench by the user.